Manufacturer narrative:
D10: concomitant product UDI for reservoir is (B)(4). H6: the device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the inflatable penile prosthesis (ipp) implant device was cycling for a few months and then the cylinder would auto deflate. Additionally, there was fluid loss. The physician removed and replaced the pump through replacement surgery, and there were no further signs or symptoms reported.